Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/06/2009 and 07/21/2009, by fax, mail, and email. A completed questionnaire has not been received. This report was mailed to FDA on: 07/30/2009.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol was decentered and the patient's vision was impaired. The surgeon believes that the decentered iol is due to the patient's anatomy. Additional information has been requested.